Manufacturer narrative:
The customer was given the option to order a new cable.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cable connects to motor was frayed. The sheath was sliced and there are exposed wires. (Cable from foot pedal to the motor). Since the event occurred during preventative maintenance, there was no patient involvement.